Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. The event of lead migration was reported to abbott. During implant of an eterna, the patient's lead was repositioned due to lead migration. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced uncomfortable stimulation. During an ipg implant on (B)(6) 2025, the octrode lead had migrated up to t5-6. The lead was repositioned downwards to t8 thus resolving the issue.